Event description:
It was reported prior to surgery on (B)(6) 2024 that topical skin adhesive was used. There is a violation of the integrity of the inner capsule, a change in the internal contents of the product (partial absence, or change in texture, or leakage of contents without visible damage to the capsule). Damage detected prior to use, patient uninjured. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if the devices are available for return - device return is not available due to restrictions. Please describe the sterile packaging: three sterile packages were open with no damages of medical device and internal ampoule in it. Another three sterile packages were not opened, but content is broken. Were there any issues with the seal of the sterile packaging? Three unopened packages had no problems with seal seem. Are there any tears/holes in the sterile packaging? Three packages were opened. Please clarify if the devices are available for return. No, device is not available for return. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) - (B)(6). H3 evaluation: upon visual inspection of the picture, one device product was observed to be polymerized inside of the original packaging and closed. However, no conclusion could be reached as the device was not returned for analysis. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.